Manufacturer narrative:
Additional information:

Event description:
The user facility reported that when removing the batteries, the batteries are hot with melted connectors after use. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that when removing the batteries, the batteries are hot with melted connectors after use. There was no patient impact, no delay, no medical intervention, and no adverse consequences.